Manufacturer narrative:
MDR - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, the patient experienced issues with 3 infusion sets, all of which had bent cannulas. The events occurred a month to a month and a half ago, two days after the first event, and on the same day as the second event. The patient noticed symptoms 3 or more hours after insertion for all events. The infusion sets were in use for 2 days, 7-8 hours, and 7-8 hours respectively. The site of insertion was the abdomen for all events, and the patient regularly rotated site locations. The site area was not impacted in any way. The patient's blood glucose (bg) level was high, but the specific value is unknown. The patient took actions to address the high bg by administering a correction injection via mdi. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.